Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic segmentectomy, when the surgeon approach the parenchyma, there was an incomplete staple line at the distal end. They used another stapler to complete the case. No patient injury.